Event description:
Litigation papers allege that the patient may undergo revision surgery in the future if indicated by his doctor for discomfort, hip pain and loosening. Update - (B)(6) 2011 - medical records were received. The revision operative report indicates that there were corrosive changes seen on the trunnion. It is additionally noted that there was a cyst posteroinferiorly which was about 1 cm in diameter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports of corrosion against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.